Event description:
It was reported that when patient presented to the emergency room with muscle stimulation in his left should, upon device interrogation backup bvvi mode was observed on the device. A device download was performed successfully. No further information available.